Event description:
It was reported that a device was used during a gastroplastic procedure. It was reported the device broke inside the patient. Another device was used to complete the case. There was no consequence to the patient.